Manufacturer narrative:
Device evaluations of monitors were completed. The reported problem (won't power on) was due to a failure isolated to an open f600 fuse on the ca boards. The root cause for the open fuses could not be positively identified. There was no adverse event that resulted from the damaged monitors.

Event description:
A us distributor returned two monitors and reported the monitors do not power on.